Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider reported that the patient was getting an MRI for pain. The patient had pain in the neck, shoulders, upper and lower back, arms, legs, and both sides. The patient was scheduled for surgery on (B)(6) 2015. The patient was indicated for chronic low back pain and non-malignant pain. No cause, device relationship, MRI results, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.